Manufacturer narrative:
The product has not been returned. The device history record (DHR) for the lot was reviewed. No abnormalities were found during the DHR review and the product was released according to optonol's acceptance criteria. A root cause has not been identified at this time. There have been no other complaints reported in the lot number. Additional information was requested on 10/12/2011 and 10/26/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A user facility reported that a shunt was clogged and had to be replaced. Additional information has been requested.